Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, robotic assisted thoracic segmentectomy, during the stapling of the artery vessel of the lung segment, bleeding was found at the proximal end of the staple line. After plugging in a compress for pressure, the surgeon put a clip at the vessel to stop the bleeding.